Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the bipolar energy output was intermittent. Prior to calling the technical support engineer (tse), the customer had replaced the bipolar energy cable and instrument, reseated the sterile adapter, and attempted to use both the top and bottom bipolar connectors with no change. The logs reflected a 25920 and other generator-related errors earlier in the case and the tse was unsure if they were related. The tse recommended the customer power cycle the generator which the customer performed with no change. The tse asked if the customer tracked uses of the instrument cables and the customer does not. The tse recommended a third bipolar cable and explained how multiple failed cables could be causing this intermittent energy problem. The customer stepped away from the phone then returned and stated they had elected to convert to laparoscopic surgery to proceed. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that this issue occurred during a myomectomy procedure on (B)(6) 2022. The customer reported that the vio integrated electrosurgical unit (iesu) generator on the vision tower was the issue and had nothing to do with the instruments. The iesu generator stopped working while in the middle of the case. They had tried multiple cables and instruments to troubleshoot the issue to no resolve. They could no longer continue troubleshooting with the iesu as they were going to run out of clean instruments for the next case that day. That was when they converted to laparoscopic surgery and completed the surgery. There was no patient injury. No images or patient demographics were available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The customer called about the bipolar energy cutting in and out. The fse replaced the iesu generator to resolve the issue. The system was tested and verified as ready for use. The iesu unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. No image or procedure video was provided for review. The system logs were reviewed during the initial troubleshooting call and generator-related issues were identified. Additional log reviews confirmed the myomectomy surgical procedure was performed on (B)(6) 2022 with system sk1482. This complaint is being reported based on the following conclusion: the customer converted after the start of the procedure due to intermittent bipolar energy output which didn't resolve with troubleshooting. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu/erbe) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the customer reported complaint. The erbe was placed on an in-house system and it was run in normal mode. An error m-35 was present in the error log.